Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is debris inside the sterile package. Fourier-transform infrared spectroscopy (ftir) analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectra of polypropylene. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was found in sterile package before shipment. There was no patient or surgical involvement.